Event description:
It was reported, "a sterile screw was being opened. While the nurse was peeling the package open, the packaging was stuck, the package could not be opened properly maintaining sterile inner package. Another screw was opened in its place."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.